Event description:
It was reported that a spectrum pump turned off and on by itself without any user input. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "off and on by itself" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper latch switch is the failed component. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.